Event description:
Philips received information from a customer site that the customer was performing a patient chest/abdomen procedure on the CT system and recognized that when measuring the CT numbers within a region of interest roi, the mean CT number in the images was higher than expected. The customer then examined previous patients images and determined that 5 other patients' images also had higher CT numbers than expected. The trained professional determined that a rescan was necessary for the six patients. Philips service confirmed there was no misinterpretation or mistreatment of a patient as a result of the higher CT numbers.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete sections hi - hp at this time. We will file a follow-up nor at the completion of the investigation. (B)(4).